Manufacturer narrative:
Multiple attempts have been made on 30dec2025, 06jan2026, and 13jan2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was loose on the stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was loose on the stand. The customer requested the part number of the feet and thumbwheels to resolve the reported issue. The remote service engineer (rse) provided the customer with the part number of the feet and thumbwheels to order and replace. This investigation is ongoing.